Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that trach patient experienced failure of the bivona tracheostomy tube cuff, which has now occurred twice within a 24-hour period. Both events occurred unexpectedly while the patient was on mechanical ventilation. Damaged cuff which leads to less ventilation or medication delivery than needed, some ventilation/delivery remains. There was no harm to the patient in either instance.